Event description:
A caller reported a tandem mobi cartridge alarm, and it was confirmed by technical support as a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a bolus, which completed successfully, but the customer was unable to reload the original cartridge. A new cartridge was loaded with assistance, but the alarm recurred. As a resolution, technical support arranged for a replacement pump and cartridge to be sent, along with instructions for returning the problematic pump. The customer will use a backup therapy to maintain insulin delivery until the replacement pump, equipped with updated software, arrives.